Manufacturer narrative:
Combination product: yes, as of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Lv lead impedance out of range (+3000 ohm) known for several months. Despite loss of biv stimulation ef was stable. Once eri of device occurred, it was decided to add a new lv lead without extraction. At puncture, of subclavian left vein (where the other 3 leads were already placed), severe stenosis was observed and was really difficult to create room for the new electrode. Old lv lead capped. New ICD implanted.

Manufacturer narrative:
Combination product: yes.